Event description:
The us centers for disease control and prevention (cdc) made data available to amo showing that it had interviewed 46 pts who had developed acanthamoeba keratitis infections reported since 2005. A total 39 pts were soft contact lens wearers, 21 of whom reported using complete moistureplus. Add'l info provided by the cdc indicated that one pt had used lot ab02907, exp. 08/2008. We are attempting to obtain further info. Root cause has not been established.

Manufacturer narrative:
Batch record review requested from mfg site; results pending. FDA antimicrobial effectiveness panel does not require the device to kill the organism. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.